Event description:
The customer reported that while the central station unit was monitoring a patient, the unit displayed a "fatal error" message and then the display locked up. Normal bedside monitoring was not affected. No patient injury was reported.